Manufacturer narrative:
Device received with blank display due to moisture damaged lcd board. Also, moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test or verify full segment display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. The customer reported that her pump screen was going black when she tried to give herself a bolus and now she can¿t see anything on her screen. The customer stated the pump was neither exposed to extreme temperatures nor direct sunlight. The customer was advised to stabilize it at room temperature. The customer stated the black screen did not disappear. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.